Event description:
It was reported by service report that the CPR release was pulled several times before it failed. The set screw is out of adjustment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler reset screw out of adjustment.